Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had a rash under the front therapy electrode pad. During a follow up, it was reported that the patient's doctor prescribed nystatin cream and that the irritation had improved.